Event description:
A facility reported that the light guide for the mlx 300w xenon lightsource (00mlx) started to melt. The unit reportedly smelled hot when in use and in standby. It is unknown under what circumstance this event occurred; however, no patient injury, death or surgical delay was reported.

Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation. The device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: the xenon lightsource was received in used condition. During the evaluation, it was noted that the both the mirror and mirror holder were cracked and the lamp had a burning smell to it. The mirror, mirror holder and lamp were replaced. Evaluation and function tests were performed and the unit passed all tests. Root cause analysis: the reported complaint was confirmed. It was determined that the issue of the light guide for this xenon lightsource starting to melt could be due to overheating caused by damage to the mirror. This is most likely due to rough handling/environmental damage. No manufacturing, workmanship, or material deficiency has been identified.